Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms. During baxter's eval, the functional testing failure was confirmed. Further eval was unable to reproduce the failure. The upstream sensor was found to have cracks on the upstream sensor tail pins, which have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced.